Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient was hospitalized due to shortness of breath and abdominal discomfort. There is no allegation of a device malfunction. Additional information was solicited.

Manufacturer narrative:
Clinical conclusion. It was reported that on (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) was experiencing shortness of breath and increasing abdominal discomfort possibly due to an overfill during ccpd treatment with the liberty select cycler. As a result, the patient performed a stat drain (amount of drain, if any unknown). However, the patient¿s symptoms did not resolve. Per the registered nurse (rn), the patient completed pd treatment via manual exchanges and then subsequently went to the emergency room (ER) when the patient admitted to the hospital. Per the rn, the patient¿s treatment data indicated there were several occasions (unknown dates) where the patient had very long drain times that could have led to an overfill event. The rn recorded there were no alarms with the liberty select cycler. The patient¿s treatment data is not available at the time of the clinical investigation and therefore it cannot be confirmed how long the patient drain times were and whether the liberty select cycler did or did not alarm appropriately. Furthermore, the manufacturer product investigation was unable to establish or confirm cause. The details of the hospitalization on (B)(6) 2018 are unknown as the hospital discharge summary is not available. Additionally, the nurse could not confirm if the patient¿s symptoms were related to overfill, nor were hospital diagnosis confirmed. The patient was subsequently discharged on (B)(6) 2018 continuing pd therapy. The patient reportedly continued to experience drain issues on the liberty select cycler at home. No further information is available currently.

Event description:
It was reported that on (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) was experiencing shortness of breath and increasing abdominal discomfort possibly due to an overfill during ccpd treatment with the liberty select cycler. As a result, the patient performed a stat drain (amount of drain, if any unknown). However, the patient¿s symptoms did not resolve. Per the registered nurse (rn), the patient completed pd treatment via manual exchanges and then subsequently went to the emergency room (ER) when the patient admitted to the hospital. Per the rn, the patient¿s treatment data indicated there were several occasions (unknown dates) where the patient had very long drain times that could have led to an overfill event. The rn recorded there were no alarms with the liberty select cycler. The patient¿s treatment data is not available at the time of the clinical investigation and therefore it cannot be confirmed how long the patient drain times were and whether the liberty select cycler did or did not alarm appropriately. Furthermore, the manufacturer product investigation was unable to establish or confirm cause. The details of the hospitalization on (B)(6) 2018 are unknown as the hospital discharge summary is not available. Additionally, the nurse could not confirm if the patient¿s symptoms were related to overfill, nor were hospital diagnosis confirmed. The patient was subsequently discharged on (B)(6) 2018 continuing pd therapy. The patient reportedly continued to experience drain issues on the liberty select cycler at home. No further information is available currently.